Manufacturer narrative:
According to the notes in this file, "implanted catheter detached with cuff and separated from vein." The complaint of a detached surecuff with its heat sleeve is confirmed; however, a determination of the mechanism of damage is undetermined at this time. A chr review showed no other similar product complaint file(s) from this lot.

Event description:
It was reported that the implanted catheter detached with cuff and separated from vein in (B)(6) 2010. Physician implanted a new hemosplit for patient in (B)(6) 2010.